Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mmol/l at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with bolus. The customer was using 770g insulin pump. It was unknown that customer using insulin pump with auto mode or not. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.